Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. There are two angiogram still images associated with the incident report. The first image shows what appears to be a guide catheter (gc) injecting contrast into the left main coronary artery (lmca), which then fills the rest of the anatomy. This shows one wire down the lcx, with some tightness around the proximal portion of the artery. There is also sternal wires and surgical clips which suggests this patient has had coronary artery bypass grafting (CABG), this cannot be confirmed as we do not have additional information/media regarding where bypass grafts are located. The second image shows a different projection of the angiogram, as you now view the sternal wires are no longer in frame and the surgical clips have moved position in this still image. The anatomy itself has slightly changed in orientation as the projection has changed with the angle of the c-arm. There now appears to be a second wire down another vessel next to the lcx. The angiogram itself appears ¿washed out¿ compared to the fist image, but that can be potentially due to which frame the angiogram still was captured, or potentially not enough contrast by either the injection volume or the cannulation of the gc within the lmca. Note that the lcx does not have the distal anatomy filled with contrast, but we cannot verify that it is due to no-reflow or if it is due to the selection of the image pulled from an angiogram. The reviewer concluded with the media and information provided, a probable cause cannot be confirmed for this event. The bdc cannot be seen within the anatomy with the media provided. As the difference in projection within the two angiogram still images, as well as the different amount of contrast filling the entire left system, cannot verify if there is in fact a malfunction seen with the device and if it did impact the patient. It can be seen that the other anatomy other than the lcx is also not filling completely upon contrast injection. The reported patient effects of hypotension and obstruction/occlusion are listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as known patient effects. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use, IFU, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, based on the condition of the returned device and the reported patient¿s challenging anatomy, it appears that the IFU violation did not contribute to the reported complaint. Based on the reported information and results of the complaint investigation, it was determined the reported difficulty advancing the device, balloon rupture, medication required, unexpected medical intervention, delay to treatment/therapy, and hospitalization appear to be related to operational context. A conclusive cause for the reported patient effect(s) of hypotension and obstruction / occlusion, and the relationship to the product, if any, cannot be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the bdc interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex (lcx) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 2.5x15 mm trek balloon dilatation catheter (bdc) was not soaked before use. A guide wire was advanced without any issues and then the trek bdc was advanced and resistance was noted with the anatomy. The device was inflated once but ruptured at 7 atmospheres (atm). There was no reflow in the lcx; however, no perforation or dissection was noted. The patient experienced hypotension and 2 mg of adrenaline was administered and two cycles of short resuscitation were performed. There was a clinically significant delay in the procedure. Subsequently a stent was implanted successfully and the patient was transferred to the intensive care unit in stable condition and remained there for 3 days without intubation. Subsequent to the initially filed report, it was stated the stent was placed to treat the occlusion which occurred after the balloon ruptured. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left circumflex (lcx) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 2.5x15 mm trek balloon dilatation catheter (bdc) was not soaked before use. A guide wire was advanced without any issues and then the trek bdc was advanced and resistance was noted with the anatomy. The device was inflated once but ruptured at 7 atmospheres (atm). There was no reflow in the lcx; however, no perforation or dissection was noted. The patient experienced hypotension and 2 mg of adrenaline was administered and two cycles of short resuscitation were performed. There was a clinically significant delay in the procedure. Subsequently a stent was implanted successfully and the patient was transferred to the intensive care unit in stable condition and remained there for 3 days without intubation. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.